Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed. The data upload concluded that the device performed according to specification. This is the final report. Note: a 30-day initial report is missing the lot #. Lot # reported by customer is 6fck1g.

Event description:
A health professional reported receiving inaccurate readings on their adc blood glucose meter. Health professional reported receiving a reading of 119 mg/dl compared to a lab result of 43 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.